Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that after a coronary drug eluting stenting treatment procedure, the pt expired. The site reported that "following the procedure, the pt continued unstable hemodinamically requiring iabp and IV intropics". The pt then expired. The investigator has indicated that the event is unlikely related to the device. Add'l info has been requested, but is unavailable at this time.